Manufacturer narrative:
E3 is non-healthcare professional. The legal manufacturer's investigation is ongoing. This report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion on the scope mount. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion on the coupler. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. A device evaluation was performed and found rust on the coupler. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within specification. Based on the results of the investigation, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Olympus will continue to monitor the field performance of this device.